Event description:
"Medical device problem report to vendor request for lot/complaints review ahs mdip # 13405 device available for investigation: no ahs mdip report incident or problem information ahs mdip reference number (ID): 13405 date of incident (yyyy-mm-dd): 2021-06-28 site name/location: edmonton expo centre - hall c level of harm: no effect - did not reach patient - detected before use or does not touch person during use ahs optional report to cmdsnet (health canada): yes incident details: vail punctured with sol-guard safety syinge with fixed needle. Vial inverted with needle in place. Pulled syinge back and liquid leaking from where the needle connects to the syringe. Pulled syinge out of vial and needle separated from syinge. Needle remained sticking out of vial. Who was affected? No person affected frequency of problem: first time device information device name/description: syringe 1ml with needle ldv 25 gauge x 1 inch sol-guard manufacturer: sol-millennium medical group manufacturer code/model: 200034sg serial or lot number: n/a or unknown device expiry date (yyyy-mm-dd): n/a or unknown. Supplier: public health agency of canada. Supplier catalogue number: 200034sg. Was the device retained? No. "